Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for left ventricular lead revision due to dislodgement. During the procedure to re-position the lead, the physician was unable to get a stylet through the entire lead. The lead was removed and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of ¿unable to get a stylet (guidewire) through the entire lead¿ was confirmed in the laboratory. Guidewire was restricted at the s-curve region due to the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood. The lead was otherwise normal.